Event description:
Reporter alleged that the meter produced smoke. Reporter removed battery pack from the meter. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.